Event description:
Home patient (hp) reports pt was unable to tighten the connection of the quantum extension line to the ultrabag pt connector at therapy set up. Hp states connector kept turning when tightened and no positive stop was noted. Hp discarded set and set up new supplies to complete exchange. Hp reports no injury or medical intervention as a result of incidient.